Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to a break in the tubing near the pump leading to a loss of fluid. A result of good was reported.